Event description:
It was reported that the patient presented in clinic with inappropriate auto-mode switch episodes due to far-field r-wave oversensing on the atrial channel. The device was reprogrammed. No patient symptoms were reported.